Event description:
The customer reported that a primary heparin infusion at 12 units/kg/hr (rate of 8.5ml/hr) completed on a cvcu patient but there were no visual lights or audio alarm to notify the nurse that the infusion had completed. The patient¿s ptt subsequently dropped from 117.6 to 39.4. The heparin was immediately restarted after the labs were drawn; a bolus of 2800 units was given IV push, and the rate was increased to 14 units/kg/hr (9.9ml/hr). Reportedly the pump had not been put on hold and the delay feature had not been used when programming the infusion. The echo technician did state that she had pressed the "silence button" while she was in the room. No other intervention or medical treatment was necessary.

Manufacturer narrative:
The customer¿s report that no alarm occurred when heparin infusion completed was confirmed. The log analysis indicated the customer selected the programmable delay options with "callback before" during programming. By design an infusion that includes any of the delay options does not perform a kvo delivery at the completion of an infusion. If a "callback after" had been programmed, an audio alarm would indicate when the infusion had been completed. A visual display on the pump module of "infusion complete" is shown, and "complete" is displayed on the pcu main screen for the responsible pump module. The customer¿s setting for the delay options callback was set to ¿before¿ which would only produce an alarm when the delay period was completed and the infusion needed to be started. No malfunction of a device occurred; the system was working as designed. The root cause of the customer¿s report that no alarm occurred when heparin infusion completed was determined to be due to user programming. No device was returned for investigation.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.